Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing, however, reservoir tube lip was received as broken due to dog chew marks. Unit was received with keypad overlay missing. After battery installation unit gave a flashing white display. Unable to retrieve software version due to display anomaly and corrupted history files. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Corroded electronic assembly was noted, including keypad flex connector gold traces, lcd flex connector gold traces, and electronic assembly. Flashing white display was due to corroded electronic assembly. Unit was also received with cracked case-corner of belt clip rails, battery tube threads - cracked, missing display window/cover, broken belt clip rails, scratched case, broken reservoir tube lip, dog chew marks, and overlay missing. In conclusion, customer allegations for cosmetic damage were confirmed during visual inspection when overlay missing was noted. In addition, unit was received with flashing white display due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed crack on the pump keypad. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer response was the device was returned for analysis.